Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cabinet was down and was unable to issue medication. A technical support specialist (tss) guided the customer to turn on all in one using the power button. The tss ensured that the device powered on, the cabinet was back online, the last sync time was up to date and confirmed that the issue was resolved. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower the cabinet was down and was unable to issue medication. However, there were no delays or adverse events or injuries reported based on this event.